Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the indicated failure mode for foreign matter (mold release) on the stoppers with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported before use the bd vacutainer® acd solution a blood collection tubes had the tubes/ extenders with molding defects (non-cosmetic) that can be used and broken lid/cap. This event occurred 200 times. The following information was provided by the initial reporter: the customer received damaged stoppers. The customer stated "the top is damaged on quite a few tubes."